Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gore® excluder® aaa aortic extender endoprosthesis (pla) was advance over a 0.35¿ lunderquist guidewire outside of the patient and got stuck on the guidewire during an implant procedure. Further advancement into the patient was not possible. It was stated that the guidewire was wiped with a wet gauze and the device was flushed according to the instructions for use previously. During a forceful attempt to remove the device of the guidewire the proximal olive of the pla became detached. The issue had no reported effects on the patient and the implant procedure was completed as planned.

Event description:
It was reported that a gore® excluder® aaa aortic extender endoprosthesis (pla) was advance over a 0.35¿ lunderquist guidewire outside of the patient and got stuck on the guidewire during an implant procedure. Further advancement into the patient was not possible. It was stated that the guidewire was wiped with a wet gauze and the device was flushed according to the instructions for use before usage. During a forceful attempt to remove the device of the guidewire the device pulled of the leading end of the catheter. Since the issue occurred outside of the patient, no effects to the patient occurred. The implant procedure was completed with a new pla with favorable results.

Manufacturer narrative:
The device was returned to w. L. Gore & associates for evaluation. The device evaluation showed the following: the leading end of the catheter had separated from the catheter body at the trailing olive. The leading end of the catheter was not returned for evaluation. The guidewire lumen had pulled out of the trailing olive bond on the catheter. There were imprints of the polyimide guidewire inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The returned portion of the catheter was loaded over a guidewire. The catheter was able to be loaded over a guidewire. The findings from the evaluation are consistent with the physician¿s observations for catheter separation. The physician¿s observation that the catheter was difficult to load over a guidewire could not be confirmed with the currently available information. The gore® excluder® aaa endoprosthesis instructions for use (IFU) clearly states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The cause for difficulty advancing the catheter over a guidewire could not be determined with the currently available information. The cause for the catheter separation could not be determined with the currently available information.